Event description:
During a coronary drug eluting stenting treatment procedure a stent was not fully deployed and post procedure a thrombosis occurred and the pt died. The 80% stenosed lesion was located in the moderately tortuous, mildly calcified left anterior descending (lad) artery. The lesion was predilated with a 2.5x20mm sprinter balloon. A taxus express2 2.75x12mm drug eluting stent was placed in the lad. The 2.75x12mm stent did not yield all the way and was unable to be fully deployed. The lad stents were post dilated with an unk size balloon. The dr then treated the circumflex artery with two stents and the right coronary artery with one stent, sizes 3.0x32mm, 2.5x24mm and 3.0x12mm. It was not indicated which stents were placed in which vessels. The pt received integrilin and plavix during the procedure and plavix and aspirin were prescribed post procedure. It was reported that the pt was taking his family member's plavix post procedure. Four days post procedure, in the morning, the pt began to experience chest pain. The ambulance was called. During the ride to the hosp, ambulance staff found the pt to be in ventricular tachycardia. The pt expired before they were able to transport him to the cath lab. An EKG was done and indicated a thrombosis of the lad.